Event description:
The customer's blood glucose was unknown. It was reported that the customer was experiencing issues with the sensor. The customer stated that one sensor came apart as the needle hub detached from the sensor. The customer explained that another sensor would not stick and did not appear to have any real adhesion. Advised that two replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.